Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet had failed to be separated from the right atrial (ra) lead. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of the stylet failure to advance was not confirmed. As received, a complete lead without the stylet was returned for analysis. Visual inspection and x-ray examination of the lead found no anomalies. Perform the stylet insertion test with a test stylet. The test stylet was able to be advance through the lead and withdraw from the lead without any restriction. Electrical testing did not find any indication of conductor fractures or internal shorts.